Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The pt was not a good surgical candidate and was symptomatic. Aneurysm size is unknown. The pt's aortic neck was reported to be concical and with a 45-50 degree angulation. The physician deployed the stent graft below the renal arteries. Upon removal of the delivery system the stent graft slipped into the aneurysm, due to the configuration of the aortic neck. The physician placed two aortic cuffs to treat to endoleak. Endoleak was still present but it was not filling the aneurysmal sac. There was not enough length in the neck for placement of an additional cuff; therefore, the decision was made not to further treat the endoleak. The pt also had two iliac aneurysms and two internal iliac aneurysms that were treated successfully. The pt is doing fine and will have a one month follow-up.